Manufacturer narrative:
Device available for evaluation: product ID: 3889-28, lot#: va17p0m, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-jun-2020, UDI#: (B)(4). Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient had an MRI and the lead wires got 'wrapped up' so they had to replace the stimulator and leads. Patient services documented reported the reported issue and reviewed MRI guidelines. No further complications were reported at this time.